Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an x-ray revealed a lead fracture and the "outer coil was broke."~~~~~~~~~